Event description:
It was reported that the ilet user experienced multiple low glucose episodes, stating the pump delivered too much insulin, with one documented blood glucose of 51 mg/dl after a breakfast announcement that was not timed at first bite and with a history of announcing meals without eating. The event was managed with oral fast-acting carbohydrate (mango juice) per guidance to use up to 15 grams and recheck as needed. Symptoms included hypoglycemia. Outcomes included a minor, transient impairment consistent with low glucose that resolved after treatment, with no hospitalization. Investigation included communication and interviews with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement timing and announcing without eating, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that unintended use error with failure to follow instructions caused or contributed to the event. This report is being submitted for missed meal announcement. A separate report has been submitted under 3019004087-2026-42290 for using meals as corrections.